Event description:
It was reported that the pump declared an altitude alarm 21 due to some obstruction in the speaker holes. The customer's blood glucose level remained within the expected range of 54-500 mg/dl (3.0-27.7 mmol/l) with no adverse impact. The customer was instructed by technical support to remove the obstruction, clean the speaker holes, and reconnect the cartridge. After following the instructions and waiting the suggested time, the customer was able to resume insulin delivery without further issues, and the customer continued to use the pump for insulin therapy.